Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited over-sensed noise. The rv lead was explanted and replaced. Upon the procedure, it was observed that the rv lead exhibited insulation damage. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited over-sensed noise. The rv lead was explanted and replaced. Upon the procedure, it was observed that the rv lead exhibited insulation damage. The patient was stable.

Manufacturer narrative:
The reported events of noise and insulation breach were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported events.